Manufacturer narrative:
The cobas liat analyzer serial number was (B)(6) . The expiration date of reagent lot 30522j is 30-apr-2025. The expiration date of reagent lot 30206h is 31-jul-2024. Investigation is ongoing.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for an unknown number of patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for influenza b (unknown for sars-cov-2 & influenza a). The samples were retested on an unknown platform which yielded a negative result for influenza b. Unknown which results were released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Per the customer, recollected samples were repeated on the cepheid assay and generated negative results for influenza b. It is unknown how many of the questioned samples were repeated. It was reported that the patients were isolated and treated. No harm alleged. The investigation revealed that the observed discrepancy is most likely due to contamination of the workspace. As contamination was suspected, the customer performed environmental swabbing which showed positive results. Additional cleaning and decontamination of the workspaces were recommended.